Manufacturer narrative:
(B)(4). Batch #u5a64y. Investigation summary: the analysis found that one pcee60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload, and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. The event described could not be confirmed as the device performed without any difficulties noted. The battery pack has a drain feature that drains the pack within 24 hours of the procedure. Therefore, testing cannot be completed on the original battery used in the procedure. As a result, product inquiries are tested with non-draining packs/simulators. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the battery generated heat and the device did not function. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.